Manufacturer narrative:
(B)(4).device evaluated my manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that during a percutaneous peripheral intervention (ppi) procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the calcified, moderately tortuous superficial femoral artery (sfa). The physician advanced a 4.0-20mm, 80cm wanda balloon catheter to the lesion, inflated to 8atm and the device ruptured on the first inflation. The procedure was completed with a different device. No further complications were reported and the patients' status is good. This product is only ous approved but it is similar to an approved us device.